Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, unexpected bleeding occurred, and the procedure was converted to an open laparotomy. It was believed the bleeding occurred from anatomical bleeding due to the nature of the procedure. Due to the bleeding, visualization was an issue robotically and required the surgeon to convert to laparotomy to stop the bleeding. The estimated blood loss was unknown. The surgeon anticipates a possibility of conversion for most gynecological oncology procedures. During the procedure, the fenestrated bipolar grasper instrument and the prograsp forcep instrument were unable to grasp effectively, but these instruments were replaced with backup instruments and there were no further issues. There were no da vinci system complications prior to the conversion; the procedure was completed openly. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.